Event description:
Customer complaint reported as: collapsing and cannot get a patient reading. Additional information was requested, but was not available at the time of this report. Issue for patient reading captured in 3011137372-2020-00139.

Manufacturer narrative:
(B)(4).the sample was returned and sent to the manufacturer (soundway) for investigation. Soundway reports: "check DHR and first sample confirmation, no abnormality is found." "To check the returned sample, first releasing the cannula of the co2 line in the case of co2 line ventilation , visibly bubbles can be seen from the cannula. Then sealing the cannula of the co2 line, there is no air leakage , so the co2 line is qualified. Similarly , releasing the cannula in the case of the o2 line ventilation , visibly bubbles can be seen from the cannula. Then sealing the cannula of the o2 line, there is air leakage , so the o2 line is unqualified. Further examination for the returned sample , we found that the o2 line was cut where the air leakage." "During the process inspection, we perform 100% gas flow test. Meanwhile , check the production process , it is impossible to cut the tube. We also ask the customer to let us know if there is any possibility of using the tool during use , which may cut the tube accidentally."

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer complaint reported as: collapsing and cannot get a patient reading. Additional information was requested, but was not available at the time of this report. Issue for patient reading captured in 3011137372-2020-00139.